Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for pump error detected. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot for pump error but it did not resolve the issue. Customer was not able to complete rewind the insulin pump. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return be return for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarms.